Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site after some significant weight loss. Surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced with a smaller ipg. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.